Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited low out-of-range pacing lead impedance measurements less than 200 ohms and noise. Noise was able to be recreated with isometrics. An invasive procedure was performed. The device was explanted and the rv lead surgically abandoned. A new system was implanted. Additional information indicated that a breach in the lead insulation and/or a fracture was suspected. No fluoroscopy or testing through a pacing system analyzer (psa) was performed. The old device was kept by the explanting facility. No additional adverse patient effects were reported.

Manufacturer narrative:
The return of the product is not expected. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.